Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stardrive screwdriver was very hard to remove from star drive screws. Screws got stuck on the screwdriver. It was discovered during set inspection. There was no patient involvement. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). This report is for 1 stardrive screwdriver t25/self-retaining. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the stardrive screwdriver t25/self-retaining (part #: 03.010.107, lot number: 5071420) was received at us cq. Visual inspection of the complaint device showed no sign of physical damage or alteration. The tip of the stardrive was inspected per es0182 rev 9. It presents minor marks of scratches but this condition could not prevent the tip from functioning as intended. Functional test: a functional assessment was not performed with the complaint device since the impacted screw was not returned. Can the complaint be replicated with the return device? No the complaint could not be replicated due to the impacted screw not being returned dimensional inspection: t25 screwdriver shaft self-retaining / t25 stardrive specified dimensions small (distal) shaft diameter: 5.7 mm +0 mm/ -0.1 mm. Measured dimensions small (distal) shaft diameter: 5.67 mm (conformed) calibration due 10/20/2020 due to the geometry, dimensional inspection of the stardrive screwdriver blade feature could not be performed document/specification review: drawings and engineering spec were reviewed and no design issues or discrepancies were identified. Complaint confirmed? No . Conclusion this complaint was not confirmed as the stardrive screwdriver t25 self-retaining (part #: 03.010.107, lot number: 5071420) did not have any physical damage or alteration. There was no damage to the stardrive shape of the screwdriver that could cause the screw to get stuck unless the screw that was used was not conforming or is damaged. However the inspection of the stardrive tip displays minor scratches (cosmetic) which are expected due the device being in service for almost fifteen years but this condition could not prevent the device to function as intended. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number:03.010.107, synthes lot number: 5071420, supplier lot number: n/a, release to warehouse date: 02sep2005, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.